Manufacturer narrative:
The field service engineer investigated the anesthesia system at the hospital. No faults were reproduced. The anesthesia system was cleared for clinical use. The device logs show that technical errors regarding the user interface (screen), the gas analyzer and the vaporizer had been generated. There was also a leakage issue during system checkout. Although the issues can be confirmed in the logs, we have not been able to determine any true cause of the issues.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c40. D4 ¿ version or model # - previous version or model #: flow-I c40, corrected version or model #: 6677400. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #:(B)(4). H4 ¿ manufacture date - previous manufacturing date: 12/23/2016, corrected manufacturing date: 12/14/2016.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system had an error. There as no patient harm. Manufacturer's reference number: (B)(4).